Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 23:12:46. During night drain cycle one, the patient's ultrafiltration reading was 1236ml, indicating the home patient drained 1236ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluation is underway. Should additional relevant information become available, a supplemental report will be submitted